Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was programmed off. The lead remains in the patient. It was further reported that the right ventricular (rv) lead had high thresholds with no capture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the emergency room (ER) due to a syncopal episode. The lv lead was found to be causing diaphragmatic stimulation. The lead was capped and not replaced. The rv lead had intermittent capture at the programmed pacing amplitude. The rv lead was capped and a new low voltage lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.